Event description:
Initial reporter indicated that their pt was having pain at their generator site "felt like an electrical sensation." The pt's vns was disabled the week previously and the pain resolved. The vns was programmed back on and system and normal mode diagnostics performed were within normal limits. The pt was programmed to his usual settings at 1.75/250/30/5 and he was not feeling any discomfort. The pt did have a large keloid in the area where they were reporting the pain. X-rays were received for review at MFR. During the review, it was noted the electrodes are implanted at the c7 level; however, the inferior electrode does not align vertically, suggesting it is not on the nerve. The strain relief bend and loop are not present. No tie downs are noted. No breaks or sharp angles are noted in the visible portion of the lead body. The lead wires appear intact at the connector pins. The superior electrode appears to be "torn." The lead wire appears to be taut. At this time, no surgical plans have been made for the pt.

Manufacturer narrative:
Method - MFR reviewed x-rays of implanted device. Results - review of x-rays reveals the electrode may not be on the nerve.